Event description:
It was reported that instrument shavings fell inside of the pt. The instrument shavings were not retrieved. The planned surgical procedrue was completed and no add'l procedure was required. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and cannula accessory were not returned for eval. The event description is consistent with the use of a potentially defective cannula, which may remove material from the instrument during use.